Event description:
The distributor was performing engineering evaluations of the catheter, and it was noted that the catheter tip section showed material delamination/separation in five samples from one lot. One sample was returned to the MFR with approx 1 cm of the distal tip showed material degradation/delamination.

Manufacturer narrative:
The distributor was performing engineering evaluations of the xtract catheter and it was noted that the catheter tip section showed material delamination/separation in five samples from one lot. One sample was returned to the MFR in which approx 1 cm of the distal tip showed material degradation. A review of the device history record did not detect any deficiencies with the mfg processes. Device storage at the distributor facility temperature ranged from 50-90 degrees f, with over 180 days above 80 degrees f. Device storage at the lumen biomedical facility is more controlled with temperatures ranging from approx 65-75 degrees f. Add'l testing from this lot of devices provided by the distributor revealed that although they exhibited material degradation, they did pass the simulated use testing, but failed the challenge kink test. Lot testing of catheters from the same sterile good lot stored at the lumen biomedical facility passed and functioned to spec in the full sequence of simulated use and challenge kink test and showed no signs of degradation. Further testing was performed by (B)(4) and (B)(4), and two add'l units were found with degradation. Therefore, it appears that the degradation is not specific to one lot. More than one lot could be affected depending on mfg variability and time of aging in high temperature storage. However, there is no reason to believe that degradation occurs within the first twelve (12) months of shelf-life. A total of forty-nine (49) units from ten (10) different lots have been tested that were aged a minimum of 12 months in high temperature storage and no failures were noted. The 12 months accelerated aging data confirms the same. Based on lumen biomedical's 12, 18 and 24 months real time aging and add'l units tested from lumen biomedical storage from the same source catheter lots seems to indicate that a controlled storage during the product's shelf life is beneficial.